Manufacturer narrative:
The subject device was not returned to omsc, therefore omsc could not evaluate the device. The manufacturing record was reviewed with no irregularities. This type of burn is most likely related to the operator's technique. Based on the past similar cases, it was known that the burn was occurred when the physician touched the assistant with the tip of the device which was hot right after the device was activated. The instruction manual of the subject device already states. Warnings: to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. The subject device was used during a laparoscopic transverse colon resection. The physician touched his assistant's sleeve of personal protective equipment with the tip of the device right after he withdrew the device from the trocar. The assistant's forearm got burned and two small blisters. The procedure was completed using the subject device. There was no patient injury reported.